Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging has had a persistent cough, headache and kidney issues for years. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging had a persistent cough, headache and kidney issues for years related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging persistent cough, headache, kidney issue for years related to a CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation, nose irritation respiratory tract irritation dizziness, asthma. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous report.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received on aug 26, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough, headache, kidney issue, eye irritation, nose irritation respiratory tract irritation dizziness, asthma that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Tan dust-like contamination at the air inlet and the inside bottom of the blower box. Manufacturer also observed dust-like contamination on air outlet port, bottom enclosure, pca (printed circuit assembly) and all over it, on the top of the blower box lid and surrounding area, on the top of the blower box lid and surrounding area. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.